Manufacturer narrative:
Only the connector portion of the lead was returned in one piece for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited a rise in impedance since (B)(6)2017. On (B)(6) 2021, the physician elected to explant and replace the lead during a routine generator exchange procedure. The patient condition was stable before, during, and afterwards.